Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on exactamix 3000 ml eva tpn bag was observed leaking from "from the print on the bag". The leak was discovered during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and defects were observed on the bottomed right weld of the bag. Functional testing was also performed and leaking was observed from the unsealed bottom right welds of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.